Event description:
As reported via medical affairs, a consumer had a trapease vena cava filter placed in their inferior vena cava due to blood clots on (B)(6) 2011. The patient's husband stated that his wife experienced swelling of her right leg, her filter "stopped up", and a "clot went to her lung". Treatment included a hospitalization and a surgery that "cleaned out 75% of the filter". The symptoms resolved and she was discharged approximately four weeks later. According to the cardiovascular surgeon's nurse, the patient had a previous vena cava filter that had been placed by another physician, and underwent placement of an optease filter on (B)(6) 2011 with thrombolysis. The optease filter was then removed on (B)(6) 2011. The consumer reported that in (B)(6) 2012 she also experienced hip pain described as "like a knot was there", and that her right leg was painful and swollen causing difficulty in walking. Treatment included an emergency room visit, where a doppler revealed a "blood clot in the filter". No other treatments were provided in ER, except recommendation to follow up with physician and a prescription for lortab 10mg tablet tid for the pain. According to the office nurse, the patient was diagnosed with deep vein thrombosis with femoral vein occlusion. There were no issues with the vena cava filter.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
No further information could be obtained. Complaint conclusion: as reported via cordis medical affairs, a consumer had a trapease vena cava filter placed in their inferior vena cava due to blood clots on (B)(6) 2011. The patient's husband stated that his wife experienced swelling of her right leg, her filter "stopped up", and a "clot went to her lung". Treatment included hospitalization and surgery that "cleaned out 75% of the filter". The symptoms resolved and she was discharged approximately four weeks later. According to the cardiovascular surgeon's nurse, the patient had a previous vena cava filter that had been placed by another physician, and underwent placement of an optease filter on (B)(6) 2011, with thrombolysis. The optease filter was then removed on (B)(6) 2011. The consumer reported that in (B)(6) 2012, she also experienced hip pain described as "like a knot was there", and that her right leg was painful and swollen causing difficulty in walking. Treatment included an emergency room visit, where a doppler revealed a "blood clot in the filter". No other treatments were provided in the ER, except recommendation to follow up with physician and a prescription for lortab 10 mg tablet three time daily for the pain. According to the office nurse, the patient was diagnosed with deep vein thrombosis with femoral vein occlusion. There were no issues with the vena cava filter. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15240078 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Inferior vena cava (ivc) filters are used to prevent pulmonary embolus (pe) in patients with contraindications to, complications of, or failure of anticoagulation therapy, and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only (B)(4) of cases. Pe is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. When used appropriately, ivc filters are a safe and effective method of preventing pe. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event.